Event description:
Pt admitted on (B)(6) 2017 with swelling, redness, and pain over left neck. On (B)(6) 2017, pt had a left carotid endarterectomy with patch angioplasty. On (B)(6) 2017, to operating room for I&d of left neck abscess with significant pus down to the carotid sheath. Pt qualifies for ssi. Nine days post operation, discomfort, denies fevers, chills, no drainage. Infection extended deep into the carotid sheath area. Cultured (B)(6), seep incision surgical site infection. Bovine xenosure biologic patch lot xbu2460 exp date: 01/28/2013 (noted on scanned implant record) (B)(6) 2023 - noted on surginet output record. Prepared with 0.9% nss lot g130310.